Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she went to the emergency room and was hospitalized and treated with insulin drip due to high blood glucose and dka. Customer's blood glucose reading at the time of the emergency room visit was 600 mg/dl. Customer stated that she was dehydrated, with nausea, intestinal infection prior to hospitalization. Nothing further was reported.